Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013, with the following findings: during investigation, the display screen was found to be faded, discolored and difficult to read. A test display was used for investigation and was found to function appropriately with no visible signs of fading or discoloration. Unrelated to the display issue, the battery compartment was cracked and moisture contamination was observed inside the battery compartment and battery cap. Also unrelated to the display, a review of the black box revealed two occurrences of the time and date resetting. The pump was opened and evaluation revealed the internal clock battery on the circuit board had failed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. E1. Initial reporter: animas corporation 200 lawrence drive west chester, pa 19380-3428 additional evaluation codes: results code - 420

Event description:
The pump was returned for investigation. Investigation revealed a dim, faded and discolored display that was difficult to read. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.